Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to a communication error. Upon visual inspection, unrelated to the reported complaint, observed damage on the front enclosure and the bottom enclosure. The cause for the physical damage was due to mishandling. The front enclosure and the bottom enclosure were replaced to remedy the damage. The autopulse platform failed functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering on and followed by user advisory (ua) 41 (patient temperature sensor failure) error message, unrelated to the reported complaint. The archive data review showed occurrence of system error ua132 (internal watchdog timeout) on the customer reported event date. The platform was connected to the autopulse vision software to clear the system error ua132. The operation of temperature sensor was checked and the temperature sensor cable was re-seated to remedy the ua41 error message. The autopulse platform was subjected to functional test in 30:2 & continuous compression mode using manikin. While testing, the platform displayed "replace battery" message and after replacing the battery, the platform displayed ua45 (not at "home" position after power-on/restart) error message several times, unrelated to the reported complaint. The cause for the ua45 error message was due to the drive shaft not in the "home position". The drive shaft was manually rotated to "home position" to clear the ua45 error message. However, while powering on, the platform continued to display ua45 error message. The root cause for the recurring ua45 error was due to damaged encoder gearbox. The encoder gearbox was replaced to remedy the error. The autopulse platform was then subjected to functional test in 30:2 & continuous compression mode using manikin and the platform passed without any fault or error. Following service, the autopulse platform passed the final testing without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the auto pulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
During shift check, the auto pulse platform displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.